Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the atrial lead exhibited loss of sensing and capture. X-ray confirmed the lead had dislodged. The lead was explanted and replaced. The patient tolerated the procedure well.